Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that customer was hospitalized due to high blood glucose on unknown date with blood glucose of 1300 mg/dl. The insulin pump will not be returned for analysis.